Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failure: fail-safe did not operate. 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Evaluation findings (results/components): 1 device: degradation problem identified / fail-safe system. Product disposition 1 device: serviced and returned to customer additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. On 12/8/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to the device continuing to run (run-on) while in safe mode or safety stuck in "run" for devices registered under hwe product code in accordance with FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation. MFR report # 3015967359-2025-99504.

Event description:
No change.